Event description:
It was reported that during an ultrasound breast biopsy procedure, the surgeon was positioning the probe underneath the lesion in dense breast tissue, and while pushing the probe into place, the pt complained of pain in their chest. Upon completion of the biopsy, the pt's pain increased and they were having trouble breathing and started sweating. Pt were x-rayed and taken to the ER. A CT scan was performed and determined that the pt's lung was punctured. The device was discarded.